Event description:
A malfunction was reported, but no notable events occurred prior to it. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. The customer plans to consult their healthcare provider while awaiting the delivery of a replacement pump ordered by technical support.